Manufacturer narrative:
Concomitant product: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter.

Event description:
Additional information reported that the poor cerebral spinal fluid (csf) flow was due to age of the catheter.

Event description:
It was reported the pump was replaced due to normal battery depletion and the catheter was also replaced. There were no signs or symptoms reported. Outcome was noted as resolved without sequelae (B)(6) 2013. The pump was used to deliver morphine and bupivacaine. It was later reported that during surgical observation poor csf flow in or was noted during the procedure. It was indicated that it was possibly related to implant procedure. It was later reported the pump was used to deliver morphine.

Event description:
It was later reported that the involved catheters were catheter serial (B)(4) and catheter serial (B)(4). The event was unlikely related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n064692, implanted: (B)(6) 2006, product type accessory; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).